Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically experiencing a fill estimate discrepancy showing 0 units. There was no adverse impact to the customer's blood glucose level. The issue was identified as a fill estimate discrepancy due to an alert or alarm condition, and relevant resolutions were discussed.